Event description:
It was reported that the customer was hospitalized with high blood sugars. Customer believes the incident was caused by an empty reservoir and the pump did not alarm the customer. The troubleshooting indicated the low reservoir and high pressure alarms were both working properly. However, the customer does not feel comfortable using the pump and requested a replacement.